Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: three photos were received by our quality team for evaluation. From the photo, a defect sample with the cannula pierced through the catheter a defect sample with peelback on the catheter tip was observed. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. There is a 100% online automated vision inspection system that can detect and reject product not meeting the lie distance requirement. If the needle pierced through the catheter during the manufacturing process, the sample will be rejected by the automated vision inspection system as the product will not have any lie distance. The needle pierced through the catheter could be due to the user partially withdrawing the cannula from the catheter and upon reinserting the cannula into the vein, the cannula pierced through the catheter and damaged the catheter. As no sample was received, the root cause could not be determined. The probable root cause for peelback could be due to the tubing material. A trend for the peelback issue has been identified for this product line. The appropriate personnel have been notified of this complaint. We have funded a project to examine how to further increase the robustness of the bd neoflon device and prevent future occurrences of this type. Customer complaint trends will also continue to be evaluated on a monthly basis. We value the satisfaction of our customers and thoughtfully consider all reported complaints. It is our top priority to maintain your confidence in our products. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd neoflon¿ cannula needle went through the catheter. The following information was provided by the initial reporter: the same hospital reported around 150 more catheters having the same issue. They finished 1 box from one of the lots but they don¿t have the lot number since they threw away the box. They also said they are struggling when they retrieve the needle from the catheter. The needle does not come out easily and when they want to re-locate the needle it does not go smoothly. 4 different wards (child emergency, child unit 1, child unit 2, child covid-19 unit) tried inserting an IV catheter (neoflon 24 g) but the plastic part of the catheter peeled back. This issue happened for multiple times (app. 100-120 catheters in total of 4 wards within 4 days.) They also said that the needle did not go through the skin easily, like it was not sharp enough.